Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set leakage event on (B)(6) 2024. The insertion site was low back. The infusion set was in use for one day patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008087, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008087 was manufactured according to the work instruction (wi) version 79 and packaged in the machine multivac 08-12 on 10-jul-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4f06383 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 09-jul-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g02830 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 13-jul-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4f06384 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 09-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing set of the lot 4f06372 was manufactured according to the (wi) version 42 and manufactured in the machine 04-08, on 07-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing set of the lot 4f06375 was manufactured according to the (wi) version 42 and manufactured in the machine 04-08, on 11-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing set of the lot 4g01883 was manufactured according to the (wi) version 42 and manufactured in the machine 08, on 08-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.